Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the chip in the adhesive area between acoustic lens and ultrasound probe, peeling on the acoustic lens that reached the adhesive layer was traced to component failure and the most probable root cause of the foreign objects coming out of the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a chip in the adhesive area between acoustic lens and ultrasound probe, peeling on the acoustic lens that reached the adhesive layer and foreign objects coming out of the distal end. There was no patient involvement.